Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The microsensor was received for evaluation: device history record (DHR)- lot number is unknown, and DHR review could not be performed. Failure analysis: the issue of the complaint has not been confirmed: film residue (clear silicone) over sensor area that is not part of the manufacturing process. Received catheter in drainage tube. The device failed water pattern testing - reading was 3mmhg at 24hrs; should be 2.5 mmhg. The device passed electronic, noise, and signal drift tests; internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the damaged device observed during product investigation could be probably due to a mishandling.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a neuromonitor basic kit microsensor could not be zeroed. The physician changed with another icp and it still could not be zeroed. Finally, the physician changed another of the same microsensor which could be zeroed. The event occurred either pre operatively. There was a one hour delay and no adverse consequences.